Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported wide disparities between sensor glucose values and blood glucose values. One example the customer reported was a blood glucose value of 40s mg/dl. When the sensor value was around 110 mg/dl. The customer claimed they may have delivered too much insulin because of wrong amount of carbohydrates consumed. The customer reported stopping using sensors and will possibly begin using them again next year. The customer declined troubleshooting as currently not using sensors. No further information was provided.